Manufacturer narrative:
The reported stylet failure to advance was not confirmed. As received, the lead was returned in one piece for analysis. Visual inspection and x-ray examination showed the stylet fully inserted through the lead. Both the test stylet and the returned stylet were able to be advanced and removed from the lead without any restriction. Electrical testing revealed no conductor fractures or internal shorts.

Event description:
During an initial implant procedure, it was not possible to advance the stylet down the right atrial (ra) lead. The ra lead was explanted and a new ra lead was implanted to resolve the event. The patient is stable.